Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial # (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type extension product ID b3300542m lot # va2s27jv33 serial# implanted: (B)(6) 2024; explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information received from rep indicating that cause of impedance remains unknown, replaced extension/implant was disposed and will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported by manufacturer representative (rep). Rep reported that preop discovered imped issue left lead at contact 2- and 3- during a battery change for routine eri. At battery change, after connecting existing implants to new rechargeable implant, impedance issue did not resolve. So, extension was changed. But it was noticed that the top port was not a dotted extension. (I.e. Dotted lead left connected to non-dotted extension into top port 1-3 for contacts! After troubleshooting to confirm connections and which extension to replace as checked to see which extension connected to left lead and into top port¿replace non-dotted extension that was going into top port of percept but also connected to dotted lead. Rep also check registration and discovered it was also not correct so previous. Rep and previous. Surgeon made errors. Rep and healthcare provider (hcp) kept config same as existing. Extension changed for left lead (non-marked) resolved the impedance issue. All impedances w/in normal range now for left lead (dotted) to left extension (non-dotted) into top port of implant. (Note: prev. Surgeon put right lead non-dotted/marked into a dotted/marked extension into bottom port).

Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6), implanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3400060 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2024. Brand name: sensight; product ID: b3300542m (lot: va2s27jv33); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after interrogating the device, it was noticed the top two contacts (2,3) on left lead were out of range (high) and patient feels tenderness at the site of extensions behind her right ear. Also mentions that the battery seems to flip in her arm pit region sometimes. Patient did mention she falls sometimes but not sure of any correlations. X-rays were taken.